Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to the clinic on (B)(6) 2021 with a recorded automatic mode switch episode due to right atrial lead and right ventricular lead noise. The initial episode of noise was later attributed to the electromagnetic interference from the electric saw the patient was using that day and was not considered a lead malfunction. Both leads were tested again, however, via isometric testing and found that noise was reproducible on the atrial lead. The physician advised the patient to minimize left arm crossbody movements. No further actions were taken at this time. There were not patient consequences.